Event description:
It was reported that pump battery would not charge and pump screen remained dark, leading to pump shutdown and inability to turn pump back on despite use of confirmed working outlets, tandem charging cable and wall adapter, and alternate charging cable and wall adapter, with no visible damage to charging port. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, technical support discussed an out-of-warranty loaner pump, and no additional information was received regarding further outcomes.